Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause for the malfunctions could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white foreign materials in air/water cylinder, air/water tube and auxiliary water channel (j-tube). There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the updates and corrections. Updated fields: h2, h4, h11. Corrected fields: h6 investigation findings, h11. The event can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.